Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia (x2) thereby underwent open repair with the implant of two composix kugel mesh (device 1 and 2). Per op notes, "the incision was around the umbilicus, two composix kugel mesh (device 1 and 2) were placed into the defect using prolene sutures." (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of mesh (device 1 and 2) and implant of phasix st mesh (device 3), extensive lysis of adhesions. Per op notes, "adhesions were take down. The previously placed mesh (device 1 and 2) could be palpated and was removed. Attention to the posterior fascia, a phasix st (device 3) was placed into the rectrorectus space."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2007) is considered to be a best estimate. This emdr represents the bard composix kugel mesh (device 2). An additional supplemental emdr was submitted to represent the bard composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.